Event description:
Staff were cleaning the channels of an olympus endoscope after a procedure. During the cleaning process, the channel cleaning brush broke. Staff were able to retrieve both pieces from the scope.====================== health professional's impression======================staff do not know how this happened, but report that they are seeing channel brushes break more than they have in the past. There is no apparent defect seen in the device before cleaning & staff have not changed their process for cleaning the scopes.====================== manufacturer response for endoscopy channel cleaning brush, olympus channel cleaning brush b-set======================spoke w/(B) (4) in olympus endo customer care center. The manufacturer recommends discarding the device--no need to return for inspection/analysis. We will retain the device for 60 days in case the manufacturer would like to inspect/analyze it.